Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported potential infection at sensor removal site since the removal of the old sensor where user experienced significant pain. Despite multiple follow-up attempts with the user to gather additional information regarding the potential infection the user was unresponsive. As per dms,user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an inicent where user reported potential infection at sensor removal site since the removal of the old sensor where user experienced significant pain.despite multiple follow-up attempts with the user to gather additional information regarding the potential infection the user was unresponsive.as per dms,user is currently using the system, and the information is up to date.